Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she woke up, she found that the infusion set's tubing had disconnected from the site area at the quick release while she was sleeping. The site location was the gluteal area on the right side and the pump was worn on the right side at the waist line. The infusion had been in use for approximately 3-4 days and the infusion sets were stored in her closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.